Event description:
The customer contact reported a leak. On an unspecified date, the tubing set was being used to deliver an unspecified medication. After an unspecified length of time, it was reported that an unspecified volume of solution leaked at the reported regulator of the tubing set. No specific details were provided. Ther were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. The international affiliate was contacted and information on repressing of the device was requested. No response has been received. This report represents all the information known by the reporter upon query by hospira personnel.